Event description:
During a breast procedure, the surgeon noticed arcing visible where the tip goes into the pencil. The inside of the pencil became charred and the patient was burned on the breast that required excision. The customer stated that the pencil was not only arcing from the tip, but also from the connection.